Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received. Date of event is estimated.

Event description:
Related manufacturer report number 3006705815-2023-05004. It was reported that the patient's leads had eroded through the skin. In turn, the entire system was explanted on an unknown date to prevent infection. The issue has reportedly since resolved and patient has been reimplanted.